Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
The customer reported that the vela ventilator experienced giving xdcr (transducer) fault, low ve (minute ventilation) alarm.the customer confirmed that there was no patient involvement associated with the reported event. The reported issue was detected during set up prior to patient use.